Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced pain at the ipg site. The ipg is protruding due to the pt's slim physique. The pt has stimulation. The pt was advised to contact the physician.